Event description:
Three pumps from the same lot were reported to infuse 3 gm of vancomycin diluted w/240 ml of glucose 5.0% in 12 instead of 24 hours on three separate days for treatment of osteitis. Following the third pump, the pt refused to be infused with the 4th pump, and subsequently hospitalized for renal complications. As of 2005, pt was released from intensive care due to incident but remains in hospital for treatment.